Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings, patient photographs and other relevant information which were provided. No device malfunction was reported to lumenis at this time or is suspected of being the cause of the event reported herewith; therefore, no subject device examination occurred. A lumenis aesthetic clinical director and physician-expert in the use of the subject device concluded, "this patient represents an aggressive treatment with healing and post treatment proportional to the aggressiveness of the treatment. The patient will probably have an excellent result. She may be at some risk for hypo pigmentation but it is too early to tell. Post-operative treatment with the pdl (pulsed dye laser) is fine to decrease the erythema. I would recommend topical triamcinalone ointment as well." This report is being filed because the patient's adverse outcome may require further medical intervention to preclude permanent impairment. No device malfunction was reported.

Event description:
It was reported that a patient sustained adverse treatment complications related to aggressive settings employed during treatment to the face with a lumenis ultrapulse encore laser.